Manufacturer narrative:
H6: health effect impact code: f26. H6: component code: g03001. D8: was this device serviced by a third party? No. The field service representative (fsr) performed troubleshooting and adjusted the sensor, trigger reaction crsl, which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the sensor, trigger reaction crsl did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the sensor, trigger reaction crsl or the architect c16000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Completed information for patient identifier: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c16000 processing module for one sample. The following data was provided (normal range: 1.5 to 2.6 mg/dl): (B)(6) 2021 sid (B)(6) initial result = 7.7 mg/dl, repeat = 2.1 mg/dl. Three precision studies were completed with the patient sample and they were acceptable. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.